Manufacturer narrative:
Pump received with blank display due to broken solder joint. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime / system sensor and excessive no delivery test due to blank display. Pump received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has a blank screen after two battery changes. Customer does not recall any significant events leading to the error. Customer's blood glucose was 429 mg/dl at the time of incident. Troubleshooting was done for blank display but display did not come back on. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.